Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Reportedly, the patient developed endophthalmitis. The patient has been treated with multiple intraocular injections and a vitrectomy but "is not doing well vision-wise." Attempts to obtain additional information have not been successful.